Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding screws implanted in a patient us ing posterior fusion of c2-7. Pre-operative diagnosis for this procedure was cervical spondylotic myelopathy. It was reported that screw stripping occurred at the time of final tightening with a hexagonal driver. The hexagon inside the m6 was stripped, but it was said that there were no fragments. No patient symptoms or complications as a result of this event. Updated information received on 09-june-2021: 3 were set screws stripped and they were replaced.